Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4).

Event description:
After valve deployment of a 29mm sapien 3 valve, during removal of a commander delivery system through the 16f esheath resistance was met at the distal tip of the esheath with the balloon. It was noted that the balloon was not rewrapped enough to come into the sheath during device withdrawal. Per report, several minutes were noted between deflation after deployment and withdrawal. The system was pulled with excessive force resulting in kinking/folding the sheath in the right common iliac. It was verified that the indeflator was not on full negative. Full negative was applied, however there was retained volume in the balloon. The sheath was able to be straightened out and the system was removed as a unit. An angiogram revealed a right common iliac dissection. An occlusion balloon was inserted and inflated in the distal aorta via the left groin. A 16f non-edwards sheath was inserted in the right femoral artery and a covered stent was deployed in the right common iliac to cover the dissection and stop the bleeding. Several units of blood were administered (the amount of units of blood could not be not confirmed). The patient was stable and transferred for post management care. The device is not available to be returned for evaluation.

Event description:
Upon review of medical records, the 29mm sapien 3 valve was landed 90:10 (aortic/ventricular) and was determined to be well placed with trace paravalvular leak (pvl). One day post tavr, the patient experienced a stroke. Non-surgical treatment was recommended, and a hemorrhagic stroke was ruled out. The patient was transferred to a rehabilitation facility. Approximately 23 days post procedure, the patient began to decline and stopped eating. Rehab/therapy became more difficult as patient's functional status worsened. Per report, patient's family stated, "he's given up" and the patient was discharged to hospice. Approximately 35 days post procedure the patient expired.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of received medical records. The following sections of this report have been updated: b5 (describe event or problem), b7 (patient history), f10 (patient code), and h10 (narrative text). Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef 30%, diabetes, age older than 70 years, bypass procedure time 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest that the stroke may be related to patient factors (chronic a-fib advanced age 85). In addition, the stroke may be related to the mechanism described above. There is no indication or allegation that the patient's death is related to valve dysfunction or an edward's device injury. The patient began to decline and stopped eating.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and reviewed. The patient¿s access vessel showed calcification and tortuosity. During manufacturing inspections are conducted on 100% of the devices except for product verification (pv) testing, which is conducted on a sampling basis. Per procedure, the inflation balloon undergoes 100% balloon dimensional inspection. During flex tip assembly and bonding the tip outer diameter is inspected per procedure. During the balloon pleat, fold and forming process the balloons are visually inspected for size and defects per procedure. During final inspection, the entire device is inspected distal to proximal for device damage per procedure. In addition, after sterilization, the delivery system is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The verification includes visual inspection for abnormalities and retrieval force of system through sheath. The work order can only be released if all units passed pv testing. All tested unites passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history reviewed no other complaints related to this event. A review of complaint history revealed that the occurrence rate did not exceed the january 2020 control limit for all the trend category. The IFU and training manual were reviewed for steps relevant to valve withdrawal difficulty and valve dislodging from the balloon. The training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. No IFU or training deficiencies were identified. The complaint for was unable to be confirmed as the device was not returned. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Per report, ¿there was retained volume in the balloon¿. Procedural training manual states, ¿ensure the balloon is completely deflated¿ before attempting to remove the delivery system. Residual fluid may have increased the balloon profile, resulting in difficulty retrieving the delivery system through sheath. In this case, procedural factors (residual fluid in the balloon) may have contributed to withdrawal difficulties and the subsequent artery dissection. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits for january 2020. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
Corrected data: reference (B)(4).